Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed between the 4cm and 5cm depth markings. Abundant kinking and catheter deformation was observed between the split and the molded joint. The catheter kinked preferentially at the kink sites during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Catheter buckling, material wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube, causing gradual fracture formation and propagation. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. A lot history review (lhr) of redt0779 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported when the patient came to the nurse she tried to flush with saline. It was hard and then the saline came back from the insertplace. They took the catheter out and discovered a hole 4cm from the hub. It was stated the catheter was almost complete off.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0779 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported when the patient came to the nurse she tried to flush with saline. It was hard and then the saline came back from the insertplace. They took the catheter out and discovered a hole 4cm from the hub. It was stated the catheter was almost complete off.